Manufacturer narrative:
Device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 24-april-2024, it was reported by the patient that three infusion set was crimped within 3 hours of use. Infusion set was placed in abdomen. High blood glucose level was 550 mg/dl and treated by correction injection via mdi. No further information was available.